Manufacturer narrative:
Investigation summary: the device was inspected, and reddish material was observed inside the pebax without any parts exposed however, during a deeper inspection, a hole was found on the pebax. Electrical testing was performed and the catheter failed. There were no electrical readings observed on electrode # 2. A failure analysis was performed, and the catheter was dissected on the tip area. The electrical wire was found broken causing the improper electrical signal. A manufacturing record evaluation was performed for the finished device [30247977m] number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the electrical wire breakage and the damage observed on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that there was noise on distal and proximal signals on both carto 3 system and recording system. The catheter cable was replaced, and the issue remained. The catheter was replaced, and the issue resolved. There was no patient consequence reported. The bad/partial ECG (bs or ic) issue was assessed as a note reportable issue since the potential risk that could cause or contribute to a death or serious deterioration in state of health was remote. On december 11, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection it was noted that there was reddish material in the pebax sleeve. On january 3, 2020, after further testing, it was confirmed that there was a hole found in the pebax with reddish material inside. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on january 3, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is january 3, 2020.